Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number: rob10013, serial: (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The drill functioned as expected without any connection issues or errors. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper/no connection between the cori drill and console.. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, it was confirmed that the surgeon decided to change to manual procedure to complete the procedure within a 0-30 minute surgical delay and without patient injury reported. Responses to requests for clinical documentation/information were not provided; however, no patient harm/injury or other interventions were reported. Since the procedure was reportedly completed manually within a 0-30-minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6)and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The drill functioned as expected without any connection issues or errors. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, it was confirmed that the surgeon decided to change to manual procedure to complete the procedure within a 0-30 minute surgical delay and without patient injury reported. Responses to requests for clinical documentation/information were not provided; however, no patient harm/injury or other interventions were reported. Since the procedure was reportedly completed manually within a 0-30-minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cori procedure, they received a critical disconnect error. When they started burring and after only 5 seconds, the system had a disconnect error. They pressed continue and recalibrated. After that the screen went black and the it kicked them out of the case. They rebooted the system, re-entered the case, recalibrated and went back into burring. However, it immediately gave them a disconnect error again. The surgeon was not interested in switching drills or trying again, so the surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complications were reported.